Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus') and salpingitis ('partial fallopian tube; acute and chronic inflammation') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included menometrorrhagia, menorrhagia, pelvic pain and uterine fibroid. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopically supracervical hysterectomy,diagnostic cystoscopy). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation and salpingitis outcome was unknown. The reporter considered salpingitis and uterine perforation to be related to essure. The reporter commented: insertion details-physician was able to see 1 coils on the right side and 2 coils on the left side diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2011: uterus (morcellator trocar assisted hysterectomy: endometrium: consistent with exogenous hormone effect. Myometrium: no pathologic diagnosis. Partial fallopian tube; acute and chronic inflammation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-jun-2021: mr received-new event partial fallopian tube; acute and chronic inflammation were added. New reporter, lab data, medical history, insertion details, removal details were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a consumer and describes the occurrence of uterine perforation ("perforation of the uterus") in a patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant). At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.